Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a dialysis catheter placement procedure, upon opening the package, the tip was allegedly found to be ruptured and could not be administered to the patient. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation for a dialysis catheter placement procedure, upon opening the package, the tip was allegedly found to be ruptured and could not be administered to the patient. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. The photo shows a longitudinal crack to the tip of the equistream split tip catheter. The manufacturing site evaluation states that a longitudinal cut at the distant tip of the catheter was observed and the kraft was not placed at the tip of the catheter, the catheter also showed brown spots on the distant tip in the area where the longitudinal cut was observed. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.